Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump which failed to audibly alarm was confirmed and duplicated during product evaluation. This condition was caused by the speaker wire shorting onto the grounded sub plate and blowing the user interface module f3 fuse. The user interface module printed circuit board, speaker harness assembly and rs423 harness communication port assembly were replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
This device is an unremediated colleague pump with a user interface module software version of 5.03.00.

Event description:
The facility representative reported a colleague infusion pump which failed to alarm during biomed testing. The facility representative stated that there were no reports of patient injury or medical intervention. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).